Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Olympus repair center could confirm the user-reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the endoscopic image was not displayed. The user returned the device to olympus repair center. Olympus repair center found that the coating of the insertion tube had been partially peeled off during the inspection of the device. There was no report of patient injury associated with this event.